Event description:
It was reported that a physician was concerned about a pacemaker's longevity estimate overestimating the actual longevity of the device. No intervention was performed and the patient is described as stable.